Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further details are available. Referenced article: ¿paradoxical undersensing due to quiet timer blanking.¿ heart rhythm society. 2004. 3; 345-347. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). The article reported that several years after the implantation of the ipg, the patient had atrial arrhythmias that could not be medically treated. The patient had an ablation procedure done without difficulty. However, the day following the procedure, atrial undersensing was noted. The patient had the device reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.